Event description:
According to the complaint, a customer obtained a bilirubin result of 2.0 mg/dl on a neonate. From a comparison method applying architect 200, however with no data available, the concentration of bilirubin was reported to be approximately 11 mg/dl.